Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient began seeing red alert 1707 this week and had been charging fine since implant 2 years ago. The manufacturer representative (rep) was notified yesterday so rep replaced the wireless recharger (wr) today. They set everything up, paired to handset and everything was charging green. Half way through charging session, the 1707 came back up with new wr. Patient cleared message, reset wr and tried again. Same thing occurred. Technical services (ts) pulled another agent on to discuss further questions rep had. Discussion was had regarding to evaluate ins position, has that changed, can all 4 sides be palpated, if not, which side can you feel-long or short side, is one side deeper than the other? Rep was not with patient at time of call. Rep indicated that this was one of the first micro implants they did. Ts asked about weight increase/decrease and how that can affect the position of the implant. Rep indicated that patient has had weight fluctuate this past year. Ts explained reason behind 1707 is more related to position of wr over the implant and will pop this code when it tries to find the device but can't. Rep is going to meet with patient tomorrow to do some further evaluation of ins in pocket and wr placement. Additional information was received from a manufacturer representative (rep). The rep reported that did a complete system replacement today. The hcp replaced the device with an MRI compatible device. Rep reports that the stimulator was flipped upside down in the pocket.